Event description:
Reporter alleged the lancet needle from the customer's softclix device used in finger-stick blood glucose testing would not retract after it was used and protruded outside the end cap. Reporter stated she accidentally stuck herself with the used needle of known prior use, so she applied alcohol and a band-aid to her finger. No other actions reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.